Manufacturer narrative:
(B)(6). Date of report: 06aug2019. The field service engineer (fse) confirmed the issue .the fse replaced the cpu tray cover, base assembly, and thumbwheel to address the finding. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer's field service engineer (fse) reported that the ventilator unit was found to have broken thumbwheels during servicing. There was no patient involvement reported.